Manufacturer narrative:
Patient information was not available on the date of filing. No device evaluation was performed as the issue could not be replicated on site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the imaging system would not communicate with the navigation system. The site tried a different ethernet cable with no success. The site then rebooted both the navigation system and the imaging system and then communication was gained. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome. Additional information was received: a clinical specialist on site tested communication with the navigation system and the imaging system. He disconnected and reconnected multiple times and communication was always reestablished. He rebooted both the navigation system and the imaging system at different times and it was always able to reestablish communication. A test spin transferred over with no issues. He was unable to recreate any communication issues.

Manufacturer narrative:
Patient information updated, initial reporter information updated. If information is provided in the future, a supplemental report will be issued.